Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a general surgery diagnosis, which was completed with a delay. A restart of the system was attempted but it didn't rectify the issue. A philips field service engineer (fse) inspected the system on site and reviewed the system log files. Upon troubleshooting, the fse identified an issue with the system interface box (sibbox), which was replaced. The returned sibbox was tested; however, no failure was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.